Event description:
The customer stated that an elevated calcium result of 14.8 mg/dl was generated. The sample was repeated with a result of 9.9 mg/dl. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Calibration data was reviewed. The customer indicated that qc was out of range by greater than 3sd and 6sd. The customer tried to calibrate and had error code 1455 calibration failure, calibrator out of order. Csc reviewed the calibration curves and found abnormal curves on 5/14/13. The customer opened a new reagent lot and performed calibration. The calibration curve was normal and qc was in range. Patient results repeated within normal range. Calibration and result logs were reviewed and showed that the reagent kit was in use with no issues for a week prior to high results and calibration failures. Customer complaint data was reviewed and no issues or adverse trends were identified. The calcium reagent package insert and the architect system operations manual were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction/deficiency.